Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-06943. Related manufacturer report number: 2017865-2021-05944. It was reported the patient presented in the hospital because their right atrial lead exhibited loss of capture. During procedure, the lead was explanted and the first replacement lead dislodged and was unable to stay in place, thus, a second replacement lead was successfully implanted. The set screw in the implantable cardioverter defibrillation header was unable to tighten with the new lead, so the physician replaced the device. The patient was in stable condition.